Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 27mm navitor vision valve was chosen for implant using a large flexnav delivery system. The length of the membranous septum was 4.8 and there was calcification confirmed from the annulus to the sub-valvular to left ventricular outflow tract obstruction (lvot). During procedure, while in the cusp overlap view (cov), the inflow edge of the constrained valve was within the capsule positioned at the base of aortic annulus while the pigtail positioned was confirmed to be at the bottom of the non-coronary cusp (ncc). The final implant depth was 4mm. The patient was reportedly discharged. Later, patient developed a left bundle branch block (lbbb) and a pacemaker will be implanted. The patient was reported stable.

Event description:
N/a.

Manufacturer narrative:
An event of left bundle branch block 2 weeks post navitor implant was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported heart block could not be conclusively determined. The patient was reported stable. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.